Event description:
It was reported by the customer that a pyxis anesthesia system experienced an unexpected shut down, which hindered users from accessing the medication. This issue had specifically affected rocuronium and versed. Over the past few weeks, this problem had occurred multiple times, with at least four incidents reported that day alone. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was down due to a software issue. A technical support specialist accessed the station remotely and performed a complete synchronization to rectify the problem. The system functioned as intended after the technical support specialist troubleshot the device.